Event description:
It was reported that during service evaluation the device cannot turn on and main board was found defective therefore battery cannot be recharged. No patient involved.

Event description:
It was reported that the device cannot be turned on and has big scratches. No patient involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported scratches and damage to the front of the enclosure. The functional assessment of the device confirmed critical issues, the device would not turn on as the software was corrupt, establishing a relationship with the reported event. The root cause has been confirmed as component failure due to the main board being defective. Internal contamination was also found. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5, e1 & g2 updated.